Manufacturer narrative:
Add'l info will be provided pending the conclusion of the MFR's investigation.

Event description:
The pt was pulling down on the lifting handle to reposition himself in bed, when the retractable strap mechanism let loose unexpectedly. This caused the strap to fully extend and the handle to hit the pt in the face. The pt had both hands on the handle and the strap release button was not touched. The pt suffered a short lasting minor nosebleed and had no visible facial injury (laceration, abrasion, contusion, etc).